Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while removing the provisional, the device fractured. No pieces fell into the patient's wound.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of articular surface provisional found signs of repeated use, scratches, nicks and gouge marks were identified on superior and inferior surfaces of the device. Also the bottom edges were found fractured which are indicative of repeated use. Device history record was reviewed and no discrepancies were found. Based on the device's field age and signs of repeated use, the root cause is wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.